Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a preventative maintenance inspection, three devices did not function properly. The piece of metal that holds the support bar on the vertebral body spreader-angled (pdl114) is broken. The pin is falling out and fragment is missing. The edges on the intervertebral disc shaver are no longer sharp. The low profile u-joint awl for synfix mini-open is loose and does not hold. No issues with the devices prior to discovery. There was no case or patient involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product investigation was completed: a vertebral body spreader (pdl114 lots a7oa25) was received with a broken ratchet holder which connects the ratchet locking mechanism to the left handle. The holder fractured at the screw hole on the back of the device and allows the pin to pivot, allowing excessive play in the locking mechanism. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material is corresponding to the specifications. The hardness was measured at the time of the manufacturing and was found to be good. No non-conformance reports were generated during production. Drawings for the vertebral body spreader at the time of manufacturer (6/2005) were reviewed. The drawings were found suitable to determine the intended device design, application and dimensional conformity. The returned instrument was examined and the complaint condition was confirmed. The ratchet holder was found to be broken at the pin hole; the 2mm (approximately) fragment was not returned. After examination under magnification, the material at the fracture site appeared homogenous. A definitive root cause was unable to be determined, however as this is a multiuse instrument that was in the field for 10 years, it is likely that this failure is the result of wear and tear over time. The calculated occurrence rates are acceptable under the system risk assessments. Additionally no design deficiencies were identified which would contribute to the complaint conditions. Health professional inadvertently checked, should be only company representative device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.